Manufacturer narrative:
Device technical analysis: upon receipt at boston scientific's post market laboratory the dilator was first visually inspected, and it was noted there was damage to the tip. Next, investigators examined the tip under microscopy which revealed the tip of the catheter was starting to peel back. Based on all the available information the most likely cause of the damaged dilator was determined to be due to component failure. As the inner diameter of the dilator was undamaged it was likely the dilator tip became damaged during use.

Event description:
It was reported that during an atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. The physician lost transeptal access during procedure, was able to wire transseptal but when tried to cross with the sheath couldn't do it. Looked on the fluoro and saw that the tip of the sheath was damaged, it was torn and folded back. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Event description:
It was reported that during an atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. The physician lost transeptal access during procedure, was able to wire transseptal but when tried to cross with the sheath couldn't do it. Looked on the fluoro and saw that the tip of the sheath was damaged, it was torn and folded back. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.